Manufacturer narrative:
H6: investigation summary- no samples were returned therefore the investigation was performed based on the photos provided. Customer returned four photos of the 31gx8mm syringe. The customer reported broken syringe barrel, broken plunger wing, broken needle hub and foreign matter on the needle. The photos were examined, and it was observed that the patient end of the needle hub was broken, the syringe barrel appears to have a slight crack, a broken flange and translucent bead of liquid that has solidified at the tip. This material may be the adhesive meant to hold the needle in place. A review of the device history record was completed for batch# 2087001. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure of broken barrel tip. No root cause was determined.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe had a cracked barrel, broken flanges, and a broken hub. The following information was provided by the initial reporter: " 1. The syringe barrel is broken and you can show the crack. 2. The syringe plunger wing is broken. 3. The needle hub is also broken."

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe had foreign matter on the needle. The following information was provided: a foreign matter is visible on the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.